Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported all of the buttons on the insulin pump were working intermittently. The device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 lcd keypad connector. The insulin pump was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.